Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the same side of the lesion utilizing anterograde approach. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. After a 3fr non-bsc introducer sheath was placed, a non bsc guide wire crossed the lesion. A 4mm x 20mm x 144cm coyote¿ es balloon catheter was then advanced to dilate the lesion. However, the balloon ruptured on the first inflation. The device was completely removed from the patient and the procedure was completed with a 4mm nc coyote balloon catheter. Blood flow was recovered, no patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).